Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, after deployment, use the gore tri-lobe balloon catheter to smooth and seat the endoprosthesis against the aortic wall in the distal and proximal necks. In addition, the instructions for use indicate ' materials required for device placement', gore tri-lobe balloon catheter.

Event description:
On (B)(6), 2010, the pt underwent repair of a thoracic aortic aneurysm. The pt was implanted with a gore tag thoracic endoprosthesis and the device was ballooned using a coda balloon. Final angiogram revealed a type a dissection. The pt was converted to open repair where a dacron four way graft was implanted and anastomosis to the implanted gore tag thoracic endoprosthesis. The pt tolerated the procedure. The pt has a fragile aorta and had a slight dissection prior to the procedure. The coda balloon was not over inflated; however, the pt's aorta was fragile and not able to withstand ballooning.